Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion sets's cannula were dislodged. Patient's blood glucose was reported as high. Patient took correction bolus via pump to address high bg. No further information available.